Event description:
It started burning/ it made her a blister [burns second degree], she had a scab on her back [scab]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from unknown date to an unspecified date for lower back was hurting. Medical history included blood pressure high from an unknown date and unknown if ongoing. There were no concomitant medications. Consumer stated by the week and a half ago or so, her lower back was hurting so she had some of those thermacare heatwraps back and hip with the velcro, she put one on and after like 4-5 minutes somewhat feeling right so she thought of rubbing her lower back, around her tail bone and spine area and it started burning and then she felt something on her 'hand' (not clarified) so she looked, got up and pulled off the wrap she went look, it made her a blister, she had a scab on her back. The patient was currently under the care of her primary care physician for medical condition. She went to ER doctor over the weekend and he mentioned it to her primary doctor, silvadene cream what they would have prescribed anyway as treatment for burn and blister. Consumer stated her lower back area around her waist her hip area, the area that was in, was very uncomfortable, it was a burn and it was inconvenient to herself and she wore clothes so it didn't agitated because they have scab on it and trying to heal. She never had that trouble that before. She has she has previously been using them off and on for years. Consumer bought the product over the counter and no primary care physician was involved. The patient classified her skin tone as medium and denied sensitive skin or any abnormal skin conditions. The color of the box purchased was red. She had one left and was not using it. She was not sleeping, wearing several layers of cloths, waist band while using the product thermacare. "Product attached to body or clothing? It is velcro". She did check her skin under the product while wearing thermacare because it started burning. She read the instruction before use. No other medications (over the counter, herbal, nutritional) used. "How many hours had you have been using thermacare that day? No, not every day. I used to use it only when it hurt me, I put one on for a while". All events occurred in 2019. The action taken for the product and events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of 'burn blister' as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scab" is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] it started burning/ it made her a blister [burns second degree] , she had a scab on her back [scab] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 51-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from unknown date to an unspecified date for lower back was hurting. Medical history included blood pressure high from an unknown date and unknown if ongoing. There were no concomitant medications. Consumer stated by the week and a half ago or so, her lower back was hurting so she had some of those thermacare heatwraps back and hip with the velcro, she put one on and after like 4-5 minutes somewhat feeling right so she thought of rubbing her lower back, around her tail bone and spine area and it started burning and then she felt something on her 'hand' (not clarified) so she looked, got up and pulled off the wrap she went look, it made her a blister, she had a scab on her back. The patient was currently under the care of her primary care physician for medical condition. She went to ER doctor over the weekend and he mentioned it to her primary doctor, silvadene cream what they would have prescribed anyway as treatment for burn and blister. Consumer stated her lower back area around her waist her hip area, the area that was in, was very uncomfortable, it was a burn and it was inconvenient to herself and she wore clothes so it didn't agitated because they have scab on it and trying to heal. She never had that trouble that before. She has she has previously been using them off and on for years. Consumer bought the product over the counter and no primary care physician was involved. The patient classified her skin tone as medium and denied sensitive skin or any abnormal skin conditions. The color of the box purchased was red. She had one left and was not using it. She was not sleeping, wearing several layers of cloths, waist band while using the product thermacare. "Product attached to body or clothing? It is velcro". She did check her skin under the product while wearing thermacare because it started burning. She read the instruction before use. No other medications (over the counter, herbal, nutritional) used. "How many hours had you have been using thermacare that day? No, not every day. I used to use it only when it hurt me, I put one on for a while". All events occurred in 2019. The action taken for the product and events outcome was unknown. According to investigation report from product quality complaints, the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (27may2019): follow-up attempts are completed. No further information is expected. Follow-up (28may2019): new information received from product quality complaints group included: investigation results. Company clinical evaluation comment based on the information provided, the event of 'burn blister' as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scab" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of 'burn blister' as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scab" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.